Event description:
It was reported by the sales rep that during a lap chole procedure, the surgeon fired the clip on the cystic artery and the jaw scissored and partially cut artery, stopped using. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? None more than normal. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? What was found? Cholelithiasis. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. What type of procedure was being performed? Laparoscopic cholecystectomy. What type of structure was the device being fired across? Cystic artery which firing did the incident occur on? First. Were there any feeding issues experienced with the device? After initial firing, seemed to feed the clip slower than normal. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Which of the instances describe the event: did the device deliver a scissored clip which cut the structure? Yes. Did the device deliver a properly formed clip which cut the structure? No. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? (If yes, please reference the IFU which states to ensure visualization of the clip in the jaws prior to firing.) No. How was the structure repaired? Another instrument was used and procedure completed, clips were placed and cystic artery transected.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.